Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device change out procedure, the right ventricular lead exhibited insulation anomaly. The lead exhibited no electrical anomalies. The lead was capped and replaced. The patient was in stable condition post operation.